Manufacturer narrative:
Findings: reliability analysis evaluated 2 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 5xx pump, performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Event description:
The customer's mother reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was unknown mg/dl. Customer reported that the alarm was resolved by a complete set change. The customer is unable to troubleshoot because they already change the entire infusion set. The customer is returning the product based on her request.